Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported death could not be determined. A conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, a mitraclip procedure was performed for torrential, functional mitral regurgitation (mr). Three mitraclips were successfully implanted reducing the mr to moderate on (B)(6) 2019 the patient expired of an unknown cause. The patient's family has not responded to attempts for getting additional information. The device relationship to the death is unknown. No additional information was provided.